Event description:
Reportedly when the security guard connected the device to the pt who was described as in full arrest, the device indicated a low battery condition and it could not be used to threat the pt.